Manufacturer narrative:
Corrected data: implant date. An event regarding fretting (trunnionosis) involving a metal head. The event was confirmed based on mar. Method & results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 24 march 2020 which indicated damage consistent with head taper and stem trunnion interaction was observed. The damage was further examined using and sem. Debris was observed on the inner taper of the head. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Material analysis: a material analysis has been performed. The report concluded: damage consistent with fretting was observed on the stem trunnion and head inner taper. Eds showed that the stem and head chemistries were consistent with their respective drawings. The debris on the stem was consistent an oxide, a corrosion product and biological material. The debris on the stem was consistent an oxide and material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review:a review of the provided medical records by a clinical consultant was rejected and stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays, surgical pathology and examination of explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient implanted with a metal head was revised for trunnionosis. The event was confirmed based on mar. The report concluded: damage consistent with fretting was observed on the stem trunnion and head inner taper. Eds showed that the stem and head chemistries were consistent with their respective drawings. The debris on the stem was consistent an oxide, a corrosion product and biological material. The debris on the stem was consistent an oxide and material transfer from the stem. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records by a clinical consultant was rejected and stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays, surgical pathology and examination of explanted components. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient who had been implanted with an accolade 1 stem and a trident metal head was revised for trunnionosis. Update: left hip. Update 21/november/2019 wg: as per email from rep.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The customer reported that the patient who had been implanted with an accolade 1 stem and a trident metal head was revised for trunnionosis. Update: left hip. Update 21/november/2019 wg: as per email from rep: "please find attached images the surgeon believes shows metallosis in tissue from surgical site."